Event description:
It was reported that during the changeout procedure of the implantable cardioverter defibrillator (ICD) there was noise on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076-45 lead implanted: (B)(6) 2001; 37601 dbs ipg implanted: (B)(6) 2019; 3708660 neuro extension x2 implanted (B)(6) 2013; 3387s-40 neuro extension x2 implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.